Event description:
It was reported to boston scientific corporation that a flexima biliary plus stent was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the biliary tract performed on (B)(6) 2023. During the procedure, when they tried to release the stent, it got stuck. It was noted that the stent was found separated in the proximal part. The procedure was successfully completed with another flexima plus biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be as no patient injury.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of stent broken. The healthcare facility information: (B)(6). Block h10: the returned flexima plus biliary stent was analyzed, and a visual evaluation noted that the stent was returned without the delivery system and with the proximal barb detached. No other problems with the device were noted. The reported event of stent failed to deploy and stent break was confirmed. Taking all available information into consideration, the investigation concluded that the reported failures may have been caused by operational factors, such as the insertion technique used to introduce the stent into the scope or incorrect positioning of the stent. Additionally, the analyzed failure of the stent barb detached restricts the functional abilities of the device and consequently, stent deployment failure. Therefore, the most probable root cause is adverse event related to the procedure.

Event description:
It was reported to boston scientific corporation that a flexima biliary plus stent was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the biliary tract performed on (B)(6) 2023. During the procedure, when they tried to release the stent, it got stuck. It was noted that the stent was found separated in the proximal part. The procedure was successfully completed with another flexima plus biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be as no patient injury.

Manufacturer narrative:
Medical device code a0401 captures the reportable event of stent broken. The healthcare facility information: (B)(6).